Event description:
It was reported that the drill overheated during a training lab. It was immediately replaced with another product. There was no adverse event reported as a result of this malfunction.

Manufacturer narrative:
The device was evaluated. Investigation results indicate worn internal components.